Manufacturer narrative:
An event regarding "pain, inflammation and fluid on the hip" involving a metal head was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. The subject device has been identified to be within scope of an nc and a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient was revised due to pain, inflammation and fluid in the left hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was revised due to pain, inflammation and fluid in the left hip.